Event description:
Motor cut and spit out safety seal. The customer reported this is the second loaner motor in a 3 week period to cut and spit out safety seals. Has not happened with their 200psi straight motors since they have received them back from repair (the last few months). They have all new safety seal stock as the old stock has been replaced. The customer indicated that the customer knew the motor was only run at 120 psi as labeled. Scrub nurse indicated safety seal was not oily but black like burnt. Previous loaner motor was send back in.